Event description:
The patient reported that she was having problems with her seizures. In the span of an hour the vns device provided 4 auto stimulation activations. This made the patient anxious. The company representative encouraged the patient to reach out to her physician. No additional relevant information has been received to date.